Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, recurrence, urinary problems, bowel problems, other unspecified injury and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as cardiopulmonary respiratory arrest.